Manufacturer narrative:
Concomitant medical device: 0158 lead implanted: (B)(6) 2003.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) infection occurred. Extraction of the crt-d was attempted, but the patient became hemodynamicaly unstable during the procedure and explant was aborted. A complete capsulectomy and pocket debridement was performed and the device was placed subpectoral. The patient was discharged and placed on antibiotics. It was later reported that the patient is deceased. A cause of death has been requested and not received. The patient was a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient spouse noted the infection could not be cured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that there were also signs of erosion prior to the attempted system explant.